Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that during functional testing the catheter would not get into priming mode. Examined the device and observed that the tip of the catheter had a break in the hypo tube. A visual and tactile examination presented no damage or irregularities around the base of the pump. A visual and tactile examination present that the tip of the catheter had a break in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 24aug2015. It was reported that during preparation the catheter displayed error codes. This angiojet solent catheter was select and primed; however when they tried to use the catheter is displayed persistent error codes. Device analysis revealed a broken hypotube.